Event description:
On (B)(6) "019", non-osseointegration of the implant was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.